Event description:
During evaluation of a returned homechoice machine, an increased intraperitoneal volume (iipv) situation was identified which occurred on (B)(6) 2009 during drain cycle 2. The patient's ultrafiltration reading was 1214 ml, indicating the home patient (hp) drained 1214 ml more than their programmed fill volume of 2000 ml. This information gave a total drain volume of 3214 ml which meets iipv criteria. No patient injury or medical intervention was reported. Product surveillance contacted the patient on (B)(6) 2010 regarding the instance of iipv found during evaluation. The patient does not recall this instance and does not recall feeling overfilled. No further information was available. The patient stated she received a new cycler and has resumed therapy with no further issues.

Manufacturer narrative:
(B)(4). Evaluation summary: the (B)(4) evaluated the device and no failure or malfunction was identified that could have caused or contributed to the iipv found during evaluation. Based on a review of all available therapy log data, the most probable cause of the iipv was determined to be insufficient drain when multiple cycle(s) advanced to fill when slow / no flow condition occurred above the minimum drain volume threshold. The device will be routed to the service area. (B)(4) is currently open for the reportable malfunction of iipv / over delivery.